Event description:
It was reported that the system would generate a charger failure error upon boot-up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined that the batteries needed to be replaced. Batteries are on order, but have not yet been received. A final evaluation will take place upon receipt and installation of the new batteries.